Manufacturer narrative:
A1- unk a2 - unk, a3 - unk, a4 - unk, a5 - unk, a6 - unk, b3 - unk, d4 - unk, d6a - unk, d6b - unk. H4 - unk (B)(4)

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. Lens rotation was observed. The lens remains implanted. Additional information has been requested but none has been forthcoming.